Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the picture was purple and had disturbances during preparation for use in an unspecified procedure. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for investigation. Based on the results of the investigation, the customer¿s description of failure was confirmed and varying colored images was detected. Observations were made within the root cause analysis and hypotheses were established, which could lead to the known type of failure ¿green image¿. Furthermore, a CAPA was initiated for this fault pattern. Significant investigation progress has been made with the identification of the two components responsible for pink/green images, the charge-coupled device (ccd) and close control unit (ccu) plug. Based on the analysis of devices returned from the field, it was found that degradation within these two components can lead to pink/green images. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.